Event description:
Customer alleged adjustment knob for rear wheel to raise the height broke off as well as the left handle adjustment knob which is to raise/lower the handle. No injury alleged.

Manufacturer narrative:
(B)(4). The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the adjustment knob for the rear wheel allegedly broke off and the adjustment knob by the left handle also broke. No injury alleged.